Event description:
The customer reported a contained fluid leak of approximately three (3) ml from the pinch valve vl17 of the coulter lh 750 hematology analyzer instrument. The instrument was generating "low vacuum" errors when the leak was observed. There was no report of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred.

Manufacturer narrative:
The customer had already repaired the leak when a beckman coulter (bec) field service engineer (fse) arrived on site. The customer found a hole in the tubing through pinch valve vl17 which controlled the vacuum for the bath overflow chamber vc10. The customer replaced the tubing through pinch valve vl17 and the instrument ran without any leaks or errors. (B)(4).